Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced diabetic ketoacidosis. Reportedly, multiple cartridges had tubing that was partially severed where it meets the cartridge. Customer used a cartridge from a different box to resolve the issue. No further information was provided.